Event description:
It was reported that the customer has been receiving low reservoir alerts when she has 10 units of insulin or less. In one instance her reservoir ran out of insulin when she got the alert. She reported her blood glucose to be 101 mg/ dl. The product was returned. Nothing further to report.

Manufacturer narrative:
No unexpected low reservoir alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)